Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a patient experienced strokes. A versacross access solution was selected for a left atrial appendage closure (laac) procedure. During which a watchman flx pro closure device was implanted. The patient was discharged post-procedure. Within the first week following the procedure, the patient reported a fever and shortness of breath. The patient also reported experiencing two mini-stroke events post-procedure: the first involved left arm numbness, and the second involved an inability to speak, which required hospitalization. The patient has recently been discharged from the hospital. The patient is currently on eliquis and plavix therapy and has a medical history for three prior strokes before the procedure. The physician assistant (pa) stated that the patient went to an outside facility where a transesophageal echocardiography (tee) showed the watchman implant was in a good position without thrombus.